Event description:
It was reported that (1) ems was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device had only eight staples. Opened another device to complete the case. There was no consequence to patient.